Manufacturer narrative:
The valve was patent. The device did not meet the requirements for leak testing due to tears in the top, side, and bottom of the delta chamber. It is unk how or when this damage occurred. The damage precluded siphon and reflux testing and pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was found leaking during the surgery.